Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the patient side cart (psc) power cord to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause could not be determined; however, the cause is likely due to a damaged power cord.

Event description:
It was reported that the patient side cart (psc) was running on battery and the power cord was damaged and one of the prongs on the end of the cord was broken off. No known impact or patient consequence was reported.